Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member/patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by a patient's representative that the stimulation had been turned off since about a month after implant and that the patient had never used it after that first month.  The caller stated that they had tried interstim because they wanted to try and help control the incontinence but the patient had also been retaining urine and the interstim made that problem worse. The caller stated it had been a mess from day 1, it did not help and that since it did not work, they had to put in a suprapubic foley that would be there forever. It was noted that unrelated medical history was also mentioned: this included the caller had been in a nursing home for over a year and a half (not alleged to be related to the device/therapy,) that they'd had a stroke, (again, not alleged to be related to the device/therapy,) they thought the patient had been having more strokes and they needed to do an MRI but could not find the controller. The caller said that the MRI staff insisted that the caller prove the stimulation was off or in MRI mode but the MRI was urgent. It was recommended that the caller try to see if the managing doctor could help or ask the MRI staff to potentially call the manufacturer company technical support to possibly page a rep to assist.